Event description:
As reported by medsun form 3500a (B)(4): date of event: oct-2024. Describe the event or problem: after an unsuccessful IV insertion, the safety mechanism did not function properly and didn't cover the sharp tip of the needle. What was the original intended procedure? IV infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.